Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had insulin flow block alarm. Customer¿s blood glucose at the time of incident was 199 mg/dl. The customer assisted the troubleshooting. Customer stated that they were tried different cannula lengths and remedies. The customer was advise to discontinue the insulin pump and revert to backup plan as per health care professionals. The device will be returned for analysis.